Manufacturer narrative:
(B)(4). The customer returned one empty cartridge with packaging and two loose clips of 61114v vlock lg clip 6/cart 14/box for investigation. No clip applier was returned. The returned sample was visually examined with and without magnification. Biological material was observed on the clips and cartridge. Slight scrape marks were discovered on the returned cartridge. An unacceptable level of flash/hook deformation was observed on the first returned clip. A functional inspection was performed on the returned clips. It is possible that the reported issue was caused by using damaged/misaligned appliers, but this could not be confirmed since the appliers were not returned for investigation. No functional issues were found with the returned clips. The finished goods device history was reviewed and lot number 228103 of product 61114v vlock lg clip 6/cart 14/box investigation did not show issues related to the complaint. The IFU for this product, 15-lb-00368 rev. 00, was reviewed as a part of this complaint investigation. The IFU states, "manual-load applier/remover jaws are delicate and can easily become damaged, as can some other applier/remover components. Mishandling of applier/removers may result in improper load and/or closure of the jaws. Appropriate care, cleaning, lubrication and maintenance are important to ensure proper function. Please examine the applier/remover before each surgery for potential damage." The reported complaint of clips not closing/locking could not be confirmed with the returned sample. The customer returned one empty cartridge with packaging and two loose clips. Upon functional inspection, the clips could be loaded into the jaws of a lab inventory applier and were able to properly close onto over-stressed surgical tubing with no issues. A DHR review was performed with no evidence to suggest a manufacturing related issue. However, an unacceptable level of flash/hook deformation was observed on the first returned clip. An nc was opened to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: urologist was using the vesolock in a robotic prostatectomy and clips would not lock. Three packs of cartridges opened and attempted but there was the same problem with all packs. Hem-o-loc found and used successfully as a result.

Manufacturer narrative:
(B)(4). The device investigation is pending and the results will be submitted in a follow-up report.

Event description:
Reported issue: urologist was using the vesolock in a robotic prostatectomy and clips would not lock. Three packs of cartridges opened and attempted but there was the same problem with all packs. Hem-o-loc found and used successfully as a result.